Event description:
This is the first of 3 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.